Event description:
It was reported that this right ventricular (rv) lead was exhibited undersensing noise and high pacing thresholds. A lead revision procedure was performed, the physician noted experiencing difficulties removing the rv lead but was able to extract the lead. The rv lead was replaced with a new lead successfully in the left bundle branch (lbb). No additional adverse patient effects were reported. The lead was retained by the hospital.